Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that unspecified malfunction occurred, and the pump would not come out of storage mode. Reportedly, the customer reverted to an alternate method of insulin therapy. Reportedly the pump had been dropped. There was no reported adverse impact to the customer's blood glucose.